Event description:
It was reported that the patient's atrial lead exhibited p-wave amplitude variation and unstable capture threshold. X-ray confirmed lead dislodgement. The atrial lead was repositioned on (B)(6) 2025. The patient was stable.